Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler stopped firing mid-staple and it never completely fired. The doctor stated that it was difficult to fire when she attempted to use the device. There was no patient injury.